Event description:
Involved components: nr408k - femur extens.stem 5° d18x117mm cem.less - lot 51683065; nb016k - enduro femoral component cemented f3l - lot 51964867; nb012k - enduro tibial comp.offset cemented t2 - lot 51990801; nr493k - tibia offset stem d13x172mm cementless - lot 51640330; nr400k - nut f/femur extens.stem all sizes neutr. - lot 51966398.

Manufacturer narrative:
Investigation results: the taper of the rotation axis shows visible signs of wear on the surface. The breakage surface of the larger distal part of the axis exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage. The proximal fragment surface shows also signs of secondary damages. There are no indications for material defects like foreign particles inclusions or blow holes. The external screw thread of the rotation axis shows visible damages/material abrasions. The gliding surface of the meniscal component shows clearly visible wear marks. Furthermore there are visible imprints from the loosened rotation axis locknut. Unfortunately the hinge ring is not available for investigation. Therefore it cannot be determined if hyperextension was present. The locking ring as well as the bearing for rotation axis show no significant/unusual damages. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The current failure rate is within the risk analysis and therefore acceptable according to procedures. Explanation and rationale: the provided x-ray figure give no clear hints regarding the root cause for the mentioned failure. The visible signs of wear/material abrasions on the taper of the rotation axis could be an indication that the hinge connection of the femur has been moving on the taper. A reason for this could be that the rotation axis locking nut has come loose a little bit. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore it could be possible that a special patient situation, for example: disturbance in coordination. Underlying disease. Missing muscular guidance of the leg. Hyperextension led to extreme and unusual bending moments and in the end to the breakage of the axis at the narrowest part. Conclusion and preventive measures: according to the quality standard and device history files a material defect and production error was not found. There are no hints for a material or manufacturing problem. The fracture surface exhibits no material defects like foreign particles inclusions or blow holes. On the basis of the current information, without more detailed information about the patient and the prevailing circumstances a clear conclusion cannot be drawn. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with the product nr891m - enduro meniscal component f3 12mm. According to the complaint description, the patient had complaints in the left hip joint with coxarthrosis. The clinical examination revealed instability of the knee joint. A x-ray was performed and showed the fracture of the axis. Therfore a revison surgery was necessary. During the revision surgery the axis fracture was confirmed, directly under the thread. The locking nut was detached from the thread. Both parts could be recovered. The femoral axis cone looked macroscopically intact. Therefore only the axis with the inlay were changed. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components nr408k - femur extens.stem 5° d18x117mm cem.less - lot 51683065, nb016k - enduro femoral component cemented f3l - lot 51964867, nb012k - enduro tibial comp.offset cemented t2 - lot 51990801, nr493k - tibia offset stem d13x172mm cementless - lot 51640330, nr400k - nut f/femur extens.stem all sizes neutr. - lot 51966398.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.